Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer has reported via the sales rep that they opened a sealed exeter v40 on (B)(6) 2016 and when opened there were no pmma centralisers inside the box.

Manufacturer narrative:
An event regarding missing centralizer involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the device was returned with packaging. The outer and inner packaging was returned opened, no centralizes were present. The device was otherwise unremarkable. Medical records received and evaluation: not performed as no information was provided for review with a clinical consultant. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined. Based on the available information it could not be confirmed at what point the centralizers were missing from the packaging as the device was returned with both outer and inner packaging opened. An nc was however raised to document a potential non-conformance. No adverse consequences to the patient were reported. If additional information becomes available, this investigation will be reopened.

Event description:
The customer has reported via the sales rep that they opened a sealed exeter v40 on (B)(6) 2016 and when opened there were no pmma centralizers inside the box.